Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3.5 x 24mm ion mr stent had a stent strut flared. The facility did not provide procedure information. The facility said that due to the missing rfi tag there was no way to trace the information associated with the device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion mr stent delivery system (sds). There was contrast in the inflation lumen. The last three distal rows of stent struts were stretched and flared. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage. The returned device was consistent with the reported event but there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3.5 x 24mm ion mr stent had a stent strut flared. The facility did not provide procedure information. The facility said that due to the missing rfi tag there was no way to trace the information associated with the device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).